Event description:
During manufacturer review of the published article "operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j", it was identified that a patient had possible electrode migration which felt to be causing sternocleidomastoid muscle contractions. Replacement of the electrode resolved the issue. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
Article citation:operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j.